Manufacturer narrative:
E1; patient city; (B)(6) patient country; united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-june-2024 patient reported that infusion sets fell off during use. It was reported that patient faced infusion set tape not sticking event and product was not adhering. No further information was available.